Event description:
It was reported that a patient with a dichorionic diamniotic placenta had a miscarriage of the first child on the 21st week. It separated after ligation of the umbilical cord . The expulsion of the placenta was not carried out. Genital bleeding increased gradually. A transvaginal ultrasound was conducted and there was a possibility of exfoliation of a part near the internal cervical os. A uterine contraction depressant and antimicrobial drug medication were continued and an absorbable hemostat was applied through the vagina. However, the patient continued with intermittent bleeding. The patient was given a transfusion of packed-red-blood-cells. Uterine contractions increased at 24 weeks. Since the amount of bleeding increased and prolonged deceleration occurred, delivery of the 2nd baby through the vagina was performed on the next day. Neither serious abnormalities nor complications are present as of one month after the birth. It was thought that prolonged deceleration was based on early separation of placenta. Additional information was requested.

Manufacturer narrative:
It was reported that the surgeon opines that the absorbable hemostat was not relevant to the miscarriage because the miscarriage occurred prior to using the absorbable hemostat. In order to stop the bleeding accompanying the miscarriage, the absorbable hemostat was used as a trial-and-error method. As a result, the bleeding did not stop using any method. The absorbable hemostat did not cause any adverse event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.